Event description:
It was reported that the patient presented for a scheduled procedure. In recovery, the patient developed chest discomfort. An echocardiogram revealed fluid around the heart. Pericardiocentesis was performed. The atrial lead repositioned without difficulty. The patient was in stable condition.